Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an unknown quantity [approximately twelve (12)] of amia automated pd cycler sets and a transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The connection issue was further described as ¿the patient line would not connect to the transfer set properly and would just keep twisting¿. There was no allegation against the transfer set and the transfer set was not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.